Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating a patient was returned to the room from a procedure on oxygen. The staff did not switch the patient from the portable oxygen bottle to the room oxygen and the bottle ran out. The alarms had been switched off and did not alarm when the patient desaturated. The patient was found at 25% oxygen saturation, was placed back on oxygen, and was recovering. The alarms were switched back on when the patient was found in distress and the alarms started to alarm as expected. There was no allegation of device malfunction, the device worked as expected when the alarms were turned on. The customer reviewed the logs, revealing a user at the central station turned spo2 back on at the time of the event. It was confirmed there was no permanent harm to the patient.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and provided information on the devices ability to configure spo2 measurement settings to prevent the user from switching the alarms off in monitoring mode. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.